Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 600 mg/dl. Nothing further was reported.